Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-apr-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawers 6.1 and 6.2 were not detected on the bus. A field service engineer (fse) turned off the station and checked that the bus cable was fully inserted into the controller board. The fse confirmed the cable was properly seated but found no leds lit on the drawer controller, board, or bus controller. After testing the drawer controller board, they identified a faulty board that disabled the other two. The fse replaced the controller board and bus controller board, configured them in the application to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary encountered an issue where auxiliary drawer 6.1 was not detected on the bus. This incident resulted in a delay in patient care and confirmed that there was no patient harm. There were no adverse events or injuries reported based on this event.